Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 200 and 223 mg/dl on one, and 95 mg/dl on the second one. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to returned the test strips. Strip information was not provided. Replacement test strips and a new meter were sent to the customer